Event description:
It was reported that on an unknown date the hand piece for battery powered driver runs without pressing button. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. The repair technician reported discolored vent, cracked contact plate, device runs with battery without pressing buttons, discolored wire, debris on barriers, liquid inside device, rust on motor and nose cane. Device failed in cosmetic test. Unable to perform rotation verification because device run independently of specific button engagement. Not applicable rotation verification because device run independently of specific button engagement. Not applicable torque ID¿s because they are not in use, torque handle used were 49142,49152, 49121.scripping housing due to damaged set screw opening. New housing sn:008632 the cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 17-oct-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 05.000.008 synthes lot # 007648 supplier lot # n/a release to warehouse date: 28 jul 2021 expiration date: 28 jul 2041 manufactured by: synthes monument. No ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.